Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin (tni) results on one pt using the triage profiler sob 25 test kit. Pt arrived at the emergency and had acs. Triage testing was done at 9:00 am with sample tests run immediately after. Customer is using the following cut off's: triage: 0.05. Centaur: <0.1 ng/ml. Architect: <0.3 ng/ml.